Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board (gib), the coin battery for the generator interface board, reset memory nodes, and reseated connectors. The system operates as intended.

Event description:
The customer reported the system displayed a communication error. No patient injury was reported.